Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 15-may-2025 investigation summary bd received a photo and 10 samples for investigation. The photo depicts a device with the hub separated from the collar. The 10 returned samples were visually inspected and underwent functional testing for hub/collar separation and defective locking mechanism. All samples passed testing, as the safety shields were able to be activated properly with no signs of damage or device separation. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism, and these samples also passed testing, with the safety shields activating properly and no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.